Event description:
Patient presented for cardioversion in the cardiovascular suite. The patient had an inr performed on the hemochron signature elite; the result was 1.4. Because this was considered sub-therapeutic for this patient, a specimen was drawn and sent to the laboratory for testing. The inr result 3.01. The cardioversion was then performed.